Event description:
Three thunderbeat devices opened and all three malfunctioned during use. One of the devices jaw broke off. No retained foreign object and no patient harm. FDA safety report ID #(B)(4).